Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak, which was caused by disconnected tubing at pinch valve pv44. The tubing was reconnected to resolve the leak and errors. In addition, the fse replaced 24v solenoids which had been damaged during the leak. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. In addition, the instrument generated pc1 count time errors. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.